Event description:
It was reported via a trial that after deployment of the rx acculink stent in the left internal carotid artery, the patient experienced hypotension. The patient was treated with a dopamine infusion. The hypotension resolved in twenty three hours. Additionally one day post procedure, the patient experienced mild flattening of the nasolabial fold which continued post discharge. The patient was discharged home three days after the procedure. The neurological deficit resolved eleven days post procedure. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension and neurological deficit/dysfunction are listed in the product instructions for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.